Event description:
It was reported that the perfusionist had difficulty getting forward flow on the centrifugal pump of a heart lung machine. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.